Event description:
A customer reported to beckman coulter inc (bec) that there was a clear fluid leak of 10 to 15 ml under coulter lh750 hematology analyzer. The user cleaned up the fluid and found a few drops of clear fluid leak below pinch valve vl57a and dried blood on vl57a. The operator was wearing gloves, goggles, and a lab coat at the time of the incident. There was no exposure to mucous membranes or open wounds, and the operator did not seek medical attention. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place. The customer provided patient results obtained prior to discovery of the leak. The controls run prior to these samples were within the established range, and the customer determined the patient results were correct. No repeat testing was performed. Once the issue was noted, all received samples were sent to a separate facility for analysis. Bec customer technical support (cts) advised the customer to power off the instrument. There was no death, injury, or change to patient treatment associated to this event.

Manufacturer narrative:
Review of the data reveals five of the 14 samples (patients 1, 4, 5, 9, and 10) display an instrument generated suspect message of cellular interference. Patients 4 and 10 had a second message of giant platelets. The wbc histogram for each of these samples is consistent with the flagging. However, erroneous results cannot be identified without patient history or re-run results. Review of the data confirms that controls prior to the event recovered within the established ranges. Mch and mchc appear to be trending high on the normal and abnormal I (high) controls since (B)(4) 2012. For the abnormal I (high) control, the hgb and mch recovered out of range high on the first run, wbc, hgb, and mch were high out on the following run, and wbc and hgb were high out on the third run. Subsequently, all three controls failed, having results that were not credible for rbc, hct, mcv, mch, mchc, rdw, and plt. The differential values appear consistent and within range for all runs. The field service engineer (fse) found clear fluid (lyse) leaking from a slight cut at the end of the cbc lyse tubing fitting ff82. The fse replaced the line and inspected vl57a where the customer had seen dried blood. The fse found a small cut in the yellow stripe tubing. The blue stripe tubing showed no damage. Both lines were replaced. The fse primed the lines and no additional leaks were observed. All qc recovered within the established ranges with values similar to qc prior to the observed trending, and the instrument was running within published specifications. The cause of the clear fluid leak is attributed to lyse leaking from a slight cut at the end of the cbc lyse line, and the cause of the dried blood on vl57a to a small cut in the yellow stripe tubing.